Manufacturer narrative:
PMA/510(k) #: class I n/a. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the device was not returned therefore a document based review will be performed. Documents review including IFU review: prior to distribution rpn # dcb-dv-50 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for dcb-dv-50 of unknown lot number could not be performed as the lot number was not provided. Disposable endoscopic cleaning brush sets dcb-dv-50 of unknown lot number consists of 50 double ended cleaning brushes packaged in pre-printed packaging. In the final quality control produce in step 1.1, it instructs the manufacturing team member to check ¿the correct part is in the pouch, conforming to the pouch print. I.e., for dcb-dv-50, check that the tube has a tipped brush at both ends and that a valve brush accompanies it in the pouch¿ further in step 1.5, it instructs the manufacturing team member is to ¿verify the tubing is free of kinks and damage..¿ also in step 1.4 to ¿verify the length. (1/lot, visually compare the remainder).¿ please note there is no instructions for use accompanying this device. Root cause (possible): a definitive root cause for the customer complaint could not be determined from the available information. A possible cause of this complaint could be if excessive pressure was applied to the cleaning brush when cleaning the scope but as the device was not returned for evaluation we cannot conclusively determine the root cause of this complaint. Summary: complaint is confirmed based on the customers testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
"While cleaning a colonoscope, approximately 20cm of the flexible double-ended brush snapped off inside the scope. Another brush was then used to attempt to remove the broken length, but it also broke. The person cleaning the scope has a lot of practice with these, so I can¿t imagine this would be due to user error. This has resulted in the scope needing to be sent away for repair/cleaning. Due to the brushes being decanted for storage I am not able to give you a lot number of the faulty brushes as the lot number is not stated on the individual packages." In addition to this the customer reported that another cleaning brush had broken inside a gastroscope last week and had been unable to be retrieved. They haven't kept any of the broken products but would like to return unused samples from the same boxes for testing. FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿brush breakage'. No adverse effects to the patient have been reported as occurring